Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose. Customer¿s blood glucose reading at the time of the incident was 2.2 mmol/l and the current blood glucose was 4.2 mmol/l. According to the customer, the insulin pump was still delivering micro boluses when blood glucose was below 2.2. The auto mode was active. Customer had been using an insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.